Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging possible insulin pump under delivery. Customer's blood glucose level was 350 mg/dl. Customer stated reason for under delivery was that blood glucose not going down. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with bolus for high blood glucose. Customer reported they did contact their health care professional regarding the high blood glucose. Customer stated insulin did exit at the quick release. The reservoir will not be returned for analysis.